Event description:
A patient with angina had angioplasty of a 90% obtuse marginal lesion. Attempts to maneuver two different stents to this area were unsuccessful. The patient developed chest pain approximately two weeks post-discharge and returned to the hospital. The cath films were reviewed and it was suspected that an undeployed stent was in the distal left main. The patient ultimately had triple bypass surgery after the initial heart cath (after return to the hospital) and the stent was removed.healthcare professional impression: there is a low index of suspicion that the stent would break off. Many years ago it was the practice to always check to make sure that the stent was removed with the guidewire. At that time, the operator needed to crimp the stent on to the delivery device and there was a significant chance of the stent coming loose. Therefore the team habitually verified that the stent was removed. Now the manufacturer produces a complete system with the stent pre-attached. This has drastically minimized the opportunity for a stent embolism to occur, and as a result the team has gotten out of the habit of performing a visual check to assure removal. Of note, the manual for the device does not indicate the need to visually check to see whether or not the stent remains on the device after it is removed without internal deployment.manufacturer response (as per reporter) for cardiac stent, microdriver rx: the physician notified the manufacturer upon discovery of the event.

Event description:
A patient with angina had angioplasty of a 90% obtuse marginal lesion. Attempts to maneuver two different stents to this area were unsuccessful. The patient developed chest pain approximately two weeks post-discharge and returned to the hospital. The cath films were reviewed and it was suspected that an undeployed stent was in the distal left main. The patient ultimately had triple bypass surgery after the initial heart cath (after return to the hospital) and the stent was removed.healthcare professional impression: there is a low index of suspicion that the stent would break off. Many years ago it was the practice to always check to make sure that the stent was removed with the guidewire. At that time, the operator needed to crimp the stent on to the delivery device and there was a significant chance of the stent coming loose. Therefore the team habitually verified that the stent was removed. Now the manufacturer produces a complete system with the stent pre-attached. This has drastically minimized the opportunity for a stent embolism to occur, and as a result the team has gotten out of the habit of performing a visual check to assure removal. Of note, the manual for the device does not indicate the need to visually check to see whether or not the stent remains on the device after it is removed without internal deployment.manufacturer response (as per reporter) for cardiac stent, microdriver rx: the physician notified the manufacturer upon discovery of the event.